Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed low reservoir. Customer reported that they are experiencing high blood glucose levels. Customer's blood glucose reading was 447 mg/dl. Customer's current blood glucose reading was 272 mg/dl. Customer was able to remove the infusion set during troubleshooting and realized that the cannula was bent. Replacement product is being sent.